Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Serial: na. Batch: 35501088. UDI: (B)(4).

Event description:
It was reported that the patients lead had migrated. The patient underwent a lead and click anchor replacement procedure. The explanted lead and click anchor will not be returned per hospital policy.